Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: deformation device, creases fold, yellow particles, yellow biological tissue and weight to the spec. Cloudy in the gel was observed after the autoclave cycle. Based on the device analysis the final assessment is: wrinkles were observed but have no relationship with manufacturing and no issues found related with the manufacturing process. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: patient wants to have breast implant removed due to it being textured.

Event description:
Healthcare professional reported patient ¿wants to have their breast implant removed due to it being textured¿ and capsular contracture, baker grade iii for an unknown side. Healthcare professional additionally reported "moderate wrinkling;" this event is not related to the device. The device has been explanted. This record is for the right side.